Event description:
Pt underwent ptca stent to the left circumflex coronary artery. Pt was discharged in stable condition. Pt brought to the emergency dept in asystolic arrest; code unsuccessful. Pt expired in the emergency room. No autopsy done.